Event description:
During the pta treatment procedure, the amplatz super stiff guidewire became stuck in the balloon catheter. The guidewire and balloon catheter were removed and the procedure was successfully completed using a new guidewire and balloon catheter. No pt injuries or complications were reported. The pt's status was reported as 'good'.